Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a low, out of range shock impedance measurement which had been detected via the patient's remote home monitoring system. The local field representative indicated that the patient had been in the hospital having a diagnostic test at the time that the low measurement was recorded. All subsequent measurements have been normal. The patient will continue to be monitored with routine follow up. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.